Manufacturer narrative:
(B)(4). Additional information requested and received: were any issues noted with stapler performance in initial procedure: no. How was the leak identified: I was told -- it was discovered on the day of the re-operation. On (B)(6). What color reloads were used throughout procedure and where: I would need to see op notes to be certain. His load choices are usually gold or green on stomach. Gray on mesentery. White for appendix. He uses a circ 3.5 covidien for gj. In the case in question, per or, used a covidien 3.5 for jj. He uses gold or blue to divide jejunem. Was buttressing material used or any other adjunct used on staple line: yes. Seemguard on closures of opening created by circ stapler access only. 2 buttress firings per case. None near the issue. Why does the surgeon believe the issue is staple related: staple line was disrupted. What is the current patient status: as of last 12 days ago on wednesday, the patient was still in house "wide open" w a wound vac.

Event description:
The sales rep reported that 11 days post-op from an open gastric bypass procedure (on (B)(6) 2016) the surgeon brought the patient back due to a leak. The surgeon thinks it is staple related. The sale rep reported that surgeon said "there was a staple disruption to the gastric remnant as well as a leak from the jejunojejunostomy." The patient had a re-operation on (B)(6) 2016 to repair the leak. On (B)(6) 2016 the surgeon had to take the patient back for a wound dehiscence. A wound vac was placed on the patient. When the surgeon checked the patient on (B)(6) 2016 he discovered a heightened white cell count and then the patient went back to the operating room. The sales rep was present for the original procedure and the devices worked well. Per the surgeon the patient is no doing the greatest.

Manufacturer narrative:
(B)(4)